Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when placing the second clip in the cystic duct during a laparoscopic cholecystectomy, the surgeon was unable to squeeze the handle. As a result, the jaws could not be tightened and the clips malformed. Another device was used to complete the case. There was no patient injury.